Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-475-20. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this pipeline flex with shield technology (pflex/w shield) device failed to open at distal section. The patient underwent embolization treatment of a small unruptured saccular aneurysm located in left cavernous segment. Measuring 8mmx4mm. Landing zone distal 4mm proximal 5mm. It was reported that during deployment pipeline device was stuck (locked up) in catheter at the distal end and distal end did not open. The vessel was moderately tortuous. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex with shield found stuck inside the distal segment of the microcatheter. During evaluation, the pipeline flex with shield was pushed out from the catheter lumen with difficulty. The pipeline flex with shield device distal end found fully opened with moderately frayed and proximal end was found fully opened with no damage. Additionally, kinks and bends were found on the pushwire at multiples locations from the proximal end. Based on the analysis findings, the event descriptions, the returned pipeline flex with shield braid appeared to be fully opened with moderately frayed. However, the cause for damage could not be determined. It¿s possible that the ¿moderate vessel tortuosity¿ may have contributed to the failure to open issue. It is not recommended to initiate deployment of the device on the curve. Pipeline flex with shield braid (fraying), proximal wire (bending/kinking)); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex with shield through the micro catheter against the against resistance. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex with shield IFU (instructions for use): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield embolization device has successfully expanded, deploy the remainder of pipeline flex with shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex with shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex with shield embolization device.¿ per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is enco untered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.